Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. 624838, e55205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included pelvic floor dyssynergia, benign ovarian cyst, paratubal cyst, benign polyp of uterus, cervix inflammation, pre-eclampsia, panic attack and diabetes. Concurrent conditions included obesity. Concomitant products included colecalciferol (vitamin d3) since 2008 and sertaconazole nitrate (sertalin) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) of 2008, the patient experienced hyperthyroidism ("hormonal changes- describe: hyperthyroidisim"). In (B)(6) of 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse) and fatigue ("fatigue"). In (B)(6) of 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) of 2008, the patient was found to have weight increased ("weight gain /weight loss (specify which one) gain". In (B)(6) of 2009, the patient experienced anaemia ("blood or heart disorder / condition -type anemia"). In 2009, the patient experienced panic attack ("psychological or psychiatric condition: depression panic attacks") and depression ("psychological or psychiatric condition: depression panic attacks"). In (B)(6) of 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced rectal haemorrhage ("rectal bleeding"), alopecia ("hair loss"), back pain ("lower back pain"), breast pain ("left breast pain"), pain in extremity ("left arm pain") and abdominal pain ("left side of abdomen"). The patient was treated with levothyroxine, sertraline hydrochloride (zoloft), sodium iodide (131 I) (radioactive iodine solution), coloscopy and endoscopy and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rectal haemorrhage, hyperthyroidism, vaginal haemorrhage, menorrhagia, anaemia, panic attack, depression, weight increased, dysmenorrhoea, dyspareunia, fatigue, alopecia and allergy to metals outcome was unknown and the back pain, breast pain, pain in extremity and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, hyperthyroidism, menorrhagia, pain in extremity, panic attack, pelvic pain, rectal haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 280 lbs. The essure device was then deployed with ease in both the right and left tubal ostia. Again three coils visible on the left and two on the right status post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Laparoscopy - on (B)(6) 2008: normal. Pathology test - on (B)(6) 2008: uterus with right and left ovaries and fallopian tubes (hysterectomy with salpingo-oophorectomy): 1. Cervix: moderate chronic inflammation. 2. Endometrium: a. Benign endometrial polyp, 0.8 cm. B. Secretory endometrium. 3. Myometrium: no significant pathologic features. 4. Serosa: no significant pathologic features. 5. Ovary, right and left: benign corpus luteum cysts. 6. Fallopian tube, right and left: benign paratubal cysts. Ultrasound thyroid - on (B)(6) 2008: both lobes are enlarged and heterogeneous in echotexture. The right lobe measures 5.9 x 2.2 x 2.4 cm and the left lobe measures 6.6 x 2.1 x 2.6 cm. No discrete cystic or solid mass is seen in either lobe. There is marked heterogeneity of both glands. Several mildly prominent lymph nodes are seen along the carotid chains with the largest having a short axis dimension of 1.0 cm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : lot number received. Events - rectal hemorrhage and hyperthyroidism were updated to non serious. Onset date of events were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), rectal haemorrhage ('rectal bleeding') and hyperthyroidism ('hormonal changes- describe: hyperthyroidisim') in an adult female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included pelvic floor dyssynergia, benign ovarian cyst, paratubal cyst, benign polyp of uterus and cervix inflammation. Concurrent conditions included obesity. Concomitant products included colecalciferol (vitamin d3) since 2008 and sertaconazole nitrate (sertraline) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced hyperthyroidism (seriousness criterion medically significant). In 2008, the patient was found to have weight increased ("weight gain /weight loss (specify which one ) gain"). In 2009, the patient experienced anaemia ("blood or heart disorder / condition -type anemia"), panic attack ("psychological or psychiatric condition: depression panic attacks") and depression ("psychological or psychiatric condition: depression panic attacks"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), back pain ("lower back pain"), breast pain ("left breast pain"), pain in extremity ("left arm pain") and abdominal pain ("left side of abdomen"). The patient was treated with levothyroxine, sertraline hydrochloride (zoloft), sodium iodide (131 I) (radioactive iodine solution), coloscopy and endoscopy and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rectal haemorrhage, hyperthyroidism, vaginal haemorrhage, menorrhagia, anaemia, panic attack, depression, weight increased, dysmenorrhoea, dyspareunia, fatigue, alopecia and allergy to metals outcome was unknown and the back pain, breast pain, pain in extremity and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, hyperthyroidism, menorrhagia, pain in extremity, panic attack, pelvic pain, rectal haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 280 lbs. The essure device was then deployed with ease in both the right and left tubal ostia. Again three coils visible on the left and two on the right status post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Laparoscopy - on (B)(6) 2008: normal. Pathology test - on (B)(6) 2008: uterus with right and left ovaries and fallopian tubes (hysterectomy with salpingo-oophorectomy): 1. Cervix: moderate chronic inflammation. 2. Endometrium: a. Benign endometrial polyp, 0.8 cm. B. Secretory endometrium. 3. Myometrium: no significant pathologic features. 4. Serosa: no significant pathologic features. 5. Ovary, right and left: benign corpus luteum cysts. 6. Fallopian tube, right and left: benign paratubal cysts. Ultrasound thyroid - on (B)(6) 2008: both lobes are enlarged and heterogeneous in echotexture. The right lobe measures 5.9 x 2.2 x 2.4 cm and the left lobe measures 6.6 x 2.1 x 2.6 cm. No discrete cystic or solid mass is seen in either lobe. There is marked heterogeneity of both glands. Several mildly prominent lymph nodes are seen along the carotid chains with the largest having a short axis dimension of 1.0 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. 624838,e55205-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included pelvic floor dyssynergia, benign ovarian cyst, paratubal cyst, benign polyp of uterus, cervix inflammation, pre-eclampsia, panic attack and diabetes. Concurrent conditions included obesity. Concomitant products included colecalciferol (vitamin d3) since 2008 and sertaconazole nitrate (sertalin) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced hyperthyroidism ("hormonal changes- describe: hyperthyroidisim"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient was found to have weight increased ("weight gain /weight loss (specify which one ) gain"). In (B)(6) 2009, the patient experienced anaemia ("blood or heart disorder / condition -type anemia"). In 2009, the patient experienced panic attack ("psychological or psychiatric condition: depression panic attacks") and depression ("psychological or psychiatric condition: depression panic attacks"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced rectal haemorrhage ("rectal bleeding"), alopecia ("hair loss"), back pain ("lower back pain"), breast pain ("left breast pain"), pain in extremity ("left arm pain") and abdominal pain ("left side of abdomen"). The patient was treated with levothyroxine, sertraline hydrochloride (zoloft), sodium iodide (131 I) (radioactive iodine solution), coloscopy and endoscopy and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rectal haemorrhage, hyperthyroidism, vaginal haemorrhage, menorrhagia, anaemia, panic attack, depression, weight increased, dysmenorrhoea, dyspareunia, fatigue, alopecia and allergy to metals outcome was unknown and the back pain, breast pain, pain in extremity and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, hyperthyroidism, menorrhagia, pain in extremity, panic attack, pelvic pain, rectal haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 280 lbs. The essure device was then deployed with ease in both the right and left tubal ostia. Again three coils visible on the left and two on the right status post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Laparoscopy - on (B)(6) 2008: normal. Pathology test - on (B)(6) 2008: uterus with right and left ovaries and fallopian tubes (hysterectomy with salpingo-oophorectomy): 1. Cervix: moderate chronic inflammation. 2. Endometrium: a. Benign endometrial polyp, 0.8 cm. B. Secretory endometrium. 3. Myometrium: no significant pathologic features. 4. Serosa: no significant pathologic features. 5. Ovary, right and left: benign corpus luteum cysts. 6. Fallopian tube, right and left: benign paratubal cysts.. Ultrasound thyroid - on (B)(6) 2008: both lobes are enlarged and heterogeneous in echotexture. The right lobe measures 5.9 x 2.2 x 2.4 cm and the left lobe measures 6.6 x 2.1 x 2.6 cm. No discrete cystic or solid mass is seen in either lobe. There is marked heterogeneity of both glands. Several mildly prominent lymph nodes are seen along the carotid chains with the largest having a short axis dimension of 1.0 cm. The lot number reported (e55205) is invalid. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), rectal haemorrhage ('rectal bleeding') and hyperthyroidism ('hormonal changes- describe: hyperthyroidism') in an adult female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included pelvic floor dyssynergia, benign ovarian cyst, paratubal cyst, benign polyp of uterus and cervix inflammation. Concurrent conditions included obesity. Concomitant products included cholecalciferol (vitamin d3) since 2008 and sertaconazole nitrate (sertalin) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced hyperthyroidism (seriousness criterion medically significant). In 2008, the patient was found to have weight increased ("weight gain /weight loss (specify which one ) gain"). In 2009, the patient experienced anaemia ("blood or heart disorder / condition -type anemia"), panic attack ("psychological or psychiatric condition: depression panic attacks") and depression ("psychological or psychiatric condition: depression panic attacks"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), back pain ("lower back pain"), breast pain ("left breast pain"), pain in extremity ("left arm pain") and abdominal pain ("left side of abdomen"). The patient was treated with levothyroxine, sertraline hydrochloride (zoloft), sodium iodide (131 I) (radioactive iodine solution), coloscopy and endoscopy and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rectal haemorrhage, hyperthyroidism, vaginal haemorrhage, menorrhagia, anaemia, panic attack, depression, weight increased, dysmenorrhoea, dyspareunia, fatigue, alopecia and allergy to metals outcome was unknown and the back pain, breast pain, pain in extremity and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, hyperthyroidism, menorrhagia, pain in extremity, panic attack, pelvic pain, rectal haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). The essure device was then deployed with ease in both the right and left tubal ostia. Again three coils visible on the left and two on the right status post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Laparoscopy - on (B)(6) 2008: normal. Pathology test - on (B)(6) 2008: uterus with right and left ovaries and fallopian tubes (hysterectomy with salpingo-oophorectomy): cervix: moderate chronic inflammation. Endometrium: benign endometrial polyp, 0.8 cm. Secretory endometrium. Myometrium: no significant pathologic features. Serosa: no significant pathologic features. Ovary, right and left: benign corpus luteum cysts. Fallopian tube, right and left: benign paratubal cysts. Ultrasound thyroid - on (B)(6) 2008: both lobes are enlarged and heterogeneous in echotexture. The right lobe measures 5.9 x 2.2 x 2.4 cm and the left lobe measures 6.6 x 2.1 x 2.6 cm. No discrete cystic or solid mass is seen in either lobe. There is marked heterogeneity of both glands. Several mildly prominent lymph nodes are seen along the carotid chains with the largest having a short axis dimension of 1.0 cm. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical record received: lot number was added. New reporter added. Event injury replaced with pelvic pain, new event: abnormal bleeding (vaginal, menorrhagia), anemia, hyperthyroidism, depression, dysmenorrhea, dyspareunia, panic attacks, fatigue, hair loss, nickel allergy, lower back pain, breast pain, arm pain, abdominal pain, rectal bleeding, weight gain, device monitoring procedure not performed were added. Medical history added. Patient demographic added. Case category changed to incident. Lab data added. Reporters were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.